Event description:
It was reported that patient with previous total knee arthroplasty suffered from a periprosthetic femur fracture on (B)(6) 2013, was implanted with an 8-hole va-lcp condylar plate and screw construct on (B)(6) 2013. Patient re-fractured the femur at the proximal screw hole of the plate on (B)(6) 2013. Patient was returned to the or on (B)(6) 2013 for revision surgery. At this time, surgeon removed the 8-hole va-lcp plate and 10 screws, and revised to 18-hole va-lcp plate. Surgery was completed and the patient reportedly recovered well. This report is for an unknown cortex screw. This is 5 of 11 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.